Event description:
Related manufacturer reference number: 2017865-2023-25293. Related manufacturer reference number: 2017865-2023-25296. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. No anomalies were found.